Event description:
Customer reported receiving a calibration error and change sensor alarm on his insulin pump. The customer also stated their blood glucose was 600 mg/dl. He also stated he had inserted his sensor without proper training. Customer was advised to remove his sensor and turn off his sensor. Customer also declined to troubleshoot for the insulin pump and stated he had taken care of his high blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.